Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. Pt reported a return of symptoms. Pt reported her frequency has returned at night time. Pt reported during the night she needs to go to the bathroom all the time and when she does, she can't hold it. Patient services walked pt through increasing her amp from 0.8v to 0.9v. Pt stated she is currently on program 2. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported it seemed like it was back to the way it was. The patient turned up the settings with the help of a manufacturing representative and it had been okay and the patient was better.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.